Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that loaner eg2900i / (B)(4) expelled brown stained (fecal colored) water when testing the forward water jet after reprocessing. This event occurred at the time to before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was speculated that the reprocessing process for the product was incomplete.